Event description:
It was reported telemetry confirmed a critical alarm occurred. The alarm was due to a constant motor stall. The patient had come to the health care provider's (hcp) office on the day of this report for a refill and upon interrogation the motor stall was discovered. The patient had reported not hearing any alarms. The pump logs showed the motor stall occurred on (B)(6) 2013 at 0538; at which time the patient was in bed. It was reported the patient had not had any MRI's or CT scans but had a "few x-rays." No therapy issues or symptoms were reported. Upon interrogation, it was also noted a low reservoir alarm had occurred as the patient was due for a refill. The reporter discussed programming the pump to minimum rate mode and speaking to the patient's hcp. The device system was used to deliver baclofen and morphine. It was later reported the pump was explanted and replaced. The baclofen in the pump was reported to have been compounded. Upon reading the pump, it was reported that numerous motor stalls occurred. The reporter indicated "stall recovered within 2 hours" and also reported "stall recovered more than 2 hours." It was reported on (B)(6) 2013, the pump had stalled for over 24 hours. The patient was admitted to the emergency room (ER) and experienced an increase in pain, located in their back. It was reported that it was decided that due to the stalls and patient's pain complaint, the pump would be replaced. It was reported the patient was admitted through the ER and had been inpatient since (B)(6) 2013. At the time of this report it was noted the patient's status was that they were alive, with injury. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j10942r34, implanted: (B)(6) 2002. Product type: catheter. (B)(4).